Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify if the patient's hospital stay was extended? Unknown. Or is the hospital stay typical for this procedure? Unknown.

Event description:
It was reported that staples malformed. During the right hemicolectomy, after fired with audible feedback, the staples malformed, the patient was bleeding, used suture to sew the anastomotic stoma to stop bleeding. The surgery delayed about 30 minutes. The washer was cut off and the donuts was complete. The patient is stable and in the hospital now.